Manufacturer narrative:
Following completion of laboratory analysis, this report will be further updated.

Event description:
It was reported that this device system was explanted due to infection. No return of any product is expected and no additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this device system was explanted due to infection. No additional adverse effects were reported and the device was later returned for disposal.